Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under 0001822565-2024-02030. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a knee surgery and since has had worsening range of motion and is experiencing pain, stiffness, balance problems, and severe scar tissue. Their initial flexion range of motion was 131 degrees and now has a range of motion of 3-98 degrees. The patient is going to physical therapy twice a week to help with her symptoms. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown vanguard femoral component - unknown; unknown - unknown vanguard articular surface - unknown; unknown - unknown vanguard tibial component - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.